Event description:
Per the medical record, the patient had a pump implanted 8 years ago for spasticity secondary to chest pain. For the past month, the pump has been malfunctioning and not delivering the appropriate dose of medication. He has been experiencing increased spasticity throughout his body. These symptoms are presumed to be result of medication withdrawal.